Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter continued to revert to the setup mode when trying to perform a blood glucose test. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient test her blood glucose 4x daily. The patient manages her diabetes with novolog insulin (20 units 3x daily), actos pills (in the morning) and lantus insulin (in the evening). The alleged issue began on (B)(6) 2011 at 215pm. The patient denied making changes to her diabetes management routine. An hour after the alleged issue begun, the patient claimed she felt low blood glucose symptoms of sweaty, nauseas and was upset. The patient drank orange juice and ate a piece of candy as treatment. The patient stated she felt better about 30 minutes after. At the time of troubleshooting, the customer care advocate (cca) walked the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.